Manufacturer narrative:
(B)(4).

Event description:
It was reported per field service: pump was on patient. Symptom - biomed reported that a purge failure message was observed and that he was unable to duplicate the purge failure message. Findings/action taken: observed a system error 7 when reset key on display head was pressed. Unit was unresponsive when trying to initiate pumping by pressing pump status to one. Unit would alarm with system error 7 (5) intermittently when pressing pump on key. The purge failure alarm was unable to be duplicated. Display head was replaced. Unit passed functional checkout. According to the biomed engineer there were no reported patient complications. The patient was switched to another pump successfully. Software level: 2.24

Manufacturer narrative:
(B)(4). Device evaluation: the display head assembly was returned for evaluation. Visual inspection of the display head assembly was performed and no abnormalities were found. The display head assembly was installed onto a known good intra-aortic balloon pump (autocat2w) and functional evaluation was performed. The pump was powered up successfully without any alarms or errors. Every button on the display head was pressed multiple times (wait for 10 seconds on each press) when the pump was on and no alarms or errors occurred. The pump was then left to run for two hours with no issues. Also, shook the display head while the pump was pumping; no alarms or distortion were observed. The display head in question passed functional testing. Visual inspection of the display head assembly internal hardware was performed and no abnormalities were found. All connections were properly seated. A device history record review was conducted for the iabp serial/ lot number with no relevant findings. The device passed all manufacturing specifications prior to release. See other remarks section for continuation. Other remarks: conclusion: the original reported complaint of "alarm, purge failure" is not confirmed. The reported problem could not be replicated at teleflex (B)(4) during the functional test. The display head assembly passed the functional test. The cause of the reported complaints is undetermined. The secondary complaint of "alarm, system error 7" is confirmed by the field service representative; however, the reported problem could not be reproduced at teleflex (B)(4) during testing. The cause of the alarm is undetermined.

Event description:
It was reported per field service: pump was on patient. Symptom - biomed reported that a purge failure message was observed and that he was unable to duplicate the purge failure message. Findings/action taken: observed a system error 7 when reset key on display head was pressed. Unit was unresponsive when trying to initiate pumping by pressing pump status to one. Unit would alarm with system error 7 (5) intermittently when pressing pump on key. The purge failure alarm was unable to be duplicated. Display head was replaced. Unit passed functional checkout. According to the biomed engineer there were no reported patient complications. The patient was switched to another pump successfully. Software level: 2.24